Event description:
Transrectal prostate needle biopsies. Cystoscopy with attemped visual laser ablation of the prostate. Failure of laser probes with apparent small laser perforation of posterior bladder wall. Exploratary laparotomy with open prostatectomy. Closure of perferation of posterior bladder wall. Cystotomy with placement of suprapubic and penile catheters. Problem with machine generating laser with it shutting off spontaneously several times. Noticed no longer guiding light coming out of the laser fiber. Found to be charred and the metal between lens, inner sheath and the cystoscope sheath were fused apparently by an aberrant laser beam. Something happened to the laser fiber and instead of automatic shutdown it fused the stainless steel. Converted to tur. Aftere case, abdomen distended. Exploratory lap revealed liters of irrigation fluid. Outcome - extended hospital stay, unexpected surgery. Discharged ten days later to home with suprapubic catheter, home health services and dme and physical therapy (home).